Manufacturer narrative:
Product reference 4430425 is not cleared for sales in the USA, but it is similar to the product reference 5430425 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36931703 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in may 2018. However, one similar complaint has been reported to us from the same end customer. Investigation results: unfortunately we did not receive the necessary elements (the complained sample, x-ray pictures) to perform our investigation. Investigation results related to the complained sample of the similar complaint from the same end customer has led to the compliance of the received sample characteristics to our specification. Conclusion: the batch history file does not present any abnormality. No manufacturing defect has been detected on the returned sample of the similar complaint from the same end customer; the returned device conforms to our specifications. However without any element for the investigation we cannot conclude about the root cause of this complaint. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h). This is a rare incident, no corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"Catheter disconnection from the access port "